Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: cornua') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 1998, (B)(6) 2008,). In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions"), skin disorder ("skin condition"), migraine ("migraines /headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pain"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (bilateral salpingectomy, bilateral oopherectomy and total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, pregnancy with contraceptive device, rash, skin disorder, migraine, dysmenorrhoea, pelvic pain, fatigue, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of removal: 1) (B)(6) 2012; bilateral salpingectomy 2) (B)(6) 2018; bilateral oopherectomy and total hysterectomy (uterus and cervix removed). Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: cornua') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 1998, (B)(6) 2008,). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions"), skin disorder ("skin condition"), migraine ("migraines /headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pain"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (bilateral salpingectomy, bilateral oopherectomy and total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, rash, skin disorder, migraine, dysmenorrhoea, pelvic pain, fatigue, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2012; bilateral salpingectomy, (B)(6) 2018; bilateral oopherectomy and total hysterectomy (uterus and cervix removed). Current weight(B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received-new events added- migration of essure device location of device: cornua, abnormal bleeding (general), pregnancy (no complications), device ineffective, rashes, skin conditions, migraines /headaches, dysmenorrhea (cramping), pelvic pain female, fatigue, weight gain, vaginal bleeding, menorrhagia, vaginal pain, abdominal pain. Were added. Case become incident. Reporters information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.